Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted (B)(6) 2020 and removed on (B)(6) 2020 due an infection. The explanted prosthesis was not returned for evaluation. Because examination may not conclusively confirm or disprove the report of infection, quality accepts the physician¿s observations of such as the reason for surgical intervention. The review of the device lot history records indicates this lot passed sterility testing prior to being released. Therefore, it was concluded the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, this device was explanted due to a patient infection. No other adverse patient effects were reported.